Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on valve and delamination of the valve. Microscopic analysis was performed which identified: crack opening on valve, delamination (<75% partial separation) and white particles inner the shell. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.